Event description:
A malfunction with the pump was reported, identified by malfunction code 16 and fault ID 0x2280, and it was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.